Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a patient was revised because postoperatively the gamma4 long nail was broken and requires a revision. Revision surgery is planned on (B)(6).

Manufacturer narrative:
The reported event could be confirmed, since nail breakage could be observed on 2 provided x-rays. A product inspection was not performed because the product was not provided. It could not be determined if the implant had been damaged intra-operatively. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. If the device is returned or if any essential information is provided, the investigation will be reassessed. In the case presented a 53-year-old male patient had been treated with above product on (B)(6) 2024. On (B)(6) 2024, it was determined the item had broken. The item was removed on (B)(6) 2024. It was reported after 3 weeks partial load bearing was allowed. The patient walked by himself but was compliant to the surgeon¿s mobilization instruction. We received 2 undated x-rays in a-p- and m-l-view showing the broken nail. The bone fracture gap was still visible. Further information was not provided. A medical professional reviewed the x-rays and came to the conclusion that the bone had not healed after approx. Months of implantation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on investigation, the root cause was attributed to a patient related issue.

Event description:
It was reported that a patient was revised because postoperatively the gamma4 long nail was broken and requires a revision. Revision surgery is planned on (B)(6).